Event description:
Caller alleged discrepant results using the inratio meter: results as follows: date: (B)(6) 2011, inratio: 5.7, re-test: 5.1. Same finger, different stick. Date: (B)(6) 2011, inratio: 3.4, lab: 2.7. Meter test approx 2 hours after lab draw and tests between 2 different fingers.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test result(s) with lab result(s) provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio: 3.4, lab: 2.7, mean: 3.05, confidence limits: 1.8-4.2, result: pass. Reported results were within the confidence limits for passing accuracy comparison. The results are not considered discrepant within the context of the documented variability for inr testing. Reported inratio results from alternate date of testing (B)(6) 2011 have been excluded from accuracy analysis with reported lab result. A maximum of three (3) hours is determined reasonable for comparison of pt/inr results from both poc and lab instruments. Timing disparities greater than this have an increased likelihood of factors other than the instrument influencing the results. Discrepant results (precision) comparison of inratio test results as follows: date: (B)(6) 2011, inratio: 5.7, inratio: 5.1, mean: 5.4, sd: 0.424, %cv: 7.86, result pass; (B)(6) 2011, 3.4, 3.3, 3.35, 0.071, 2.11, pass. Since %cv is less than 20%, inratio meter results pass the criteria for precision. The results are not considered discrepant beyond the documented variability for pt/inr testing. No product associated with the complaint is expected for return. In-house therapeutic donor testing on reported lot #234526 completed (B)(6) 2011. Results as follows: inratio: 2.2, inratio: 2.3, inratio: 2.2, reference: 2.19, bias threshold: 1.19 - 3.19, %cv: 2.23; 3.6, 3.7, 3.3, 3.31, 2.31 - 4.31, 5.89. The minimum two out of three replicates for each donor are within the acceptable bias for accuracy. Both donor result %cvs are below 20% - precision criteria has been met. No further testing is needed. Product performed as expected. Conclusion: analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. The customer's data was also analyzed for precision and found to meet precision criteria. No product was expected to be returned. Retain strip testing results met both accuracy and precision criteria. Customer was identified as using the same finger for some repeated testing. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4), no further action is required at this time. This issue will be subject to tracking and trending. Corrective action not required at this time.